Event description:
It was reported that the patient with this right atrial (ra) lead was experiencing a burning sensation at the device site, possible infection. Technical services (ts) advised discussing the concern with the clinician and insurance regarding the generator change. No additional adverse patient effects were reported. This ra lead remains in service.